Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high". A specific bg value was not provided. The customer reverted to an a backup pump and successfully resumed insulin delivery to address the high bg.